Manufacturer narrative:
Unit received with severely scratched lcd window. Compromised forced sensor alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform functional test due to severely scratched lcd window. Unit received cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed a compromised force sensor system. The alarm occurred when they were priming. They rewind the insulin pump repeatedly but they could not complete it. They had been using an insulin pen since (B)(6) 2017. The customer¿s blood glucose level was unknown. The device will be returned for analysis.